Manufacturer narrative:
CLARIFICATION TO D6A: PARTIAL DATE OF 2020 PROVIDED. CONTINUED E1 -- ALTERNATE FAX NUMBER: (B)(6). CONTINUED E1 -- ALTERNATE EMAIL ADDRESSES: (B)(6). FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: DEFLATION.

Event description:
HEALTHCARE PROFESSIONAL REPORTED OF THE LEFT SIDE DEVICE: "IMPLANT DEFLATION". THE DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported of the left side device: "implant deflation". Later, healthcare professional reported "valve delaminated from shell" observed during explant surgery. The device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Additional, Changed, and/or Corrected Data: A4, B3, B5, D4, D6a, H4, H.6, H11.